Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 278 mg/dl at the time of the call. The customer was advised to change the infusion set. The customer states the insulin did exit after changing the infusion set. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer stated the insulin pump alarmed no delivery. The customer was informed that the issue was with the infusion set. The customer was advised to send the infusion set back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Cross reference svn (B)(4).